Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring (sam) event. The stored electrogram (egm) showed the patient in atrial fibrillation. Unipolar pacing ra lead impedances were low, out of range one of the vectors. The rv lead pacing impedances also were low, out of range. Isometrics were recommended while sampling impedances and continue watching leads closely. There were no noise episodes stored. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.